Manufacturer narrative:
(B)(4). Concomitant medical products: unk cup, unk stem, bioloxâ® delta, ceramic femoral head, l, ã¸ 36/+3.5, taper 12/14 # item 00877503603 lot 2863948. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient suffered from recurrent dislocations and was revised approximately 18 months post initial surgery due to the same reason. No additional information available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was considered confirmed by review of medical notes. Initial op notes states that there were no complications during the procedure. Medical notes on the later dates states that patient received an exam for left hip instability as well as multiple dislocations (no dates given) while performing normal tasks. The surgeon further contributes this recurrence on the patient's diagnosis of ankylosing spondylitis, an inflammatory condition of the spine that causes scarring and immobility between the vertebrae, ultimately affecting gait and posture which can lead to dislocations. Review of x-rays taken during the medical visit identifies bilateral total hip arthroplasties. There is screw fixation of the left acetabular cup, as well as symmetric positioning of the left femoral head within the acetabular cup. Neutral position of the femoral stem within the femur was identified. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.